Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply unit could not be positively identified. No adverse event resulted from the defective battery charger/modem power supply. The pt received a replacement battery charger/modem.